Event description:
Reference number: (B)(4). Event occured in australia. The patient was hospitalized on (B)(6) 2025 due to hyperglycemia, which resulted in elevated ketone levels and persistent vomiting. At the time of the event, the blood glucose level was 17 mmol/l, and treatment was initiated with an insulin bolus administered via insulin pen. The hospitalization lasted for 2 days. Ketone levels were initially 1.8 mmol/l and later increased to 2.9 mmol/l. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-03131), was submitted on 12-nov-2025. However, based on the investigation done on 22-jan-2026 and clinical review performed on 05-feb-2026, it was found that the serious injury was not related to infusion set and there is no allegation against unomedical products (infusion set). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.